Event description:
The customer reported false positive results with the ID now covid-19 for multiple patients performed on (B)(6) 2020. This MFR. Report addresses patient 2 of 3. The customer reported a false positive results with the ID now covid-19 performed on (B)(6) 2020 on a direct tested nasal kitted swabs. The nasal swabs were used to swab both nostrils. Repeat testing performed with new sample using ID now covid-19 generated positive results. Rt-pcr confirmation testing was performed within 24hrs on nasopharyngeal swabs generated negative results. The customer stated the patients were not symptomatic. Although, one of the unspecified patients reportedly experienced anosmia, loss of appetite and muscle pain three months ago. It was explained to the user that the possibility of detecting viral remains in the sample after three months is very low. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. Per the customer the patients were isolated while pcr results were pending.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4). On retained kit lot m125235 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m125235, test base part number 190-430 / lot: m125235. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m125235 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples. Please referenced MFR.reports: 1221359-2021-01296, 1221359-2021-01297 and 1221359-2021-01298.